Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset as the trend data indicated that there was no data available. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data showed last battery voltage = "v" and time of last battery measurement = "n/a" is missing data on 2012-09-16.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2010 (B)(6). (B)(4).